Manufacturer narrative:
The scarring can be attributed to the liposuction procedure. The scarring is at locations of where the liposuction plugs would be inserted for a liposuction procedure. Liposuction plugs were not used or inserted correctly causing the scarring. Renuvion does not require the use of plugs during a procedure.

Event description:
Patient has scarring on her abdominal area after a liposuction procedure followed by renuvion.